Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation (B)(4).

Event description:
The customer reported that within 24 hours of omigraft (ID (B)(4)) application, a (B)(6) y/o male patient experienced extreme burning pain, redness, and swelling and was diagnosed with cellulitis. This resulted in hospitalization for sepsis from the wound, and further skin deterioration of foot and toes. The standard protocol was performed for application. The patient is doing well; however, the wound has worsened. Wound therapy will be continued.

Manufacturer narrative:
The failure is unconfirmed as there was no product returned for this complaint. Failure analysis could not be performed. The omnigraft product was used during surgery. The reported product lot associated with this complaint for dfu7071s omnigraft and disposable stapler kit 7cm x 7cm is 2499427. This lot number is not valid. Additional information was requested to get the correct lot number. This DHR review will be updated if a correct lot number is provided in the future. The root cause is undetermined because as listed in the risk management section, there can be several different causes that could have led to cellulitis.